Event description:
Allegedly, expired product sent to hospital and implanted into patient. The implantation site/procedure was a calcaneal fracture with plate. Bio implanted was expired 09/2014.

Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. This report will be updated when the investigation is complete.